Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: we have confirmed that when the button on the handpiece is pressed, an alarm sounds and the handpiece does not operate. - functional : does not function. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances related to the reported complaint condition were identified. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: functional : noise - excessive. Per service report, this complaint was confirmed. The motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. An additional device was reported to be associated with this event. Therefore, the b5 was updated to include the fms vue ii pump-shaver box as report 2 of 2 for this same event under (B)(4).

Event description:
It was reported that during an unspecified surgical procedure it was observed that when starting to use the shaver handpiece 2.0 with buttons device, along with a fms vue ii pump-shaver box device, had an unusual rotating sound and an error sound occurred. The product then became unusable. There was a 30-minute surgical delay. Another like device was used to complete the procedure. There were no adverse patient consequences. It was reported that after the procedure, it was confirmed that the rotations per minute (rpm) were not stable, and the rpm did not seem to change whether the rpm was increased or decreased. It was reported that after maintaining the rotation for a while, an alarm suddenly sounded and an fc2 error code was issued, rendering the product unusable. At that time, the handpiece was so hot that it could not be held with bare hands, and an odd/burning odor was also observed. It was reported that the device was used four times in the procedure. No additional information was provided. This is report 1 of 2 for the same event.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: all medical device reports associated with the same/similar device(s) and functional : excessive speed were reviewed. It was determined functional : excessive speed has not caused or contributed to any deaths or serious injuries within the time period of 10aug2022 ¿ 10aug2025. In total, there have been zero serious injuries and zero deaths reports related to functional : excessive speed in the last three years. There have been no associated corrective and preventative actions (capas) or recalls associated with the same/similar device(s) and failure combination for this time period (10aug2022 ¿ 10aug2025). Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, functional : excessive speed associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during an unspecified surgical procedure it was observed that when starting to use the shaver handpiece 2.0 with buttons, an unusual rotating sound and an error sound occurred. The product then became unusable. There was a 30-minute surgical delay. Another like device was used to complete the procedure. There were no adverse patient consequences. It was reported that after the procedure, it was confirmed that the rotations per minute (rpm) were not stable, and the rpm did not seem to change whether the rpm was increased or decreased. It was reported that after maintaining the rotation for a while, an alarm suddenly sounded and an fc2 error code was issued, rendering the product unusable. At that time, the handpiece was so hot that it could not be held with bare hands, and an odd/burning odor was also observed. It was reported that the device was used four times in the procedure. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.